Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing thresholds and loss of capture due to lead dislodgement. A revision procedure was performed wherein the lead was successfully repositioned. It was noted that the patient has an intrinsic rhythm and is therefore not pacemaker dependent. No adverse patient effects were observed.